Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the black box showed no evidence of loss of prime or any other prime issue. The returned battery cap and cartridge cap were used to complete the investigation. Unrelated to the initial complaint, the battery compartment was found to be cracked between the bumper grip and the case seal and the pump case was cracked between the display lens and the case seal. The display contrast was found to be dim and reddish. The ez-prime steps were performed correctly and no call service alarm warnings or any other related alarms occurred during the investigation. Product analysis was unable to duplicate the initial prime issue complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime event had occurred. The reporter stated that a loss of prime warning had occurred 10 times. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.